Manufacturer narrative:
One smiths medical cadd solis vip pump was returned for analysis with a cracked battery door and scratched lcd lens. During analysis, the customer stated problem was not verified. Testing was performed, the device found downstream occlusion was able to calibrate and passed all tests. No history was found with downstream occlusion alarmed issue. Therefore, no fault found with the issue. However, recommended to replace microprocessor board as preventive measure. Based on the evidence, the complaint was not confirmed, and no fault was found.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump failed downstream occlusion and won't calibrate. No adverse effects were reported.

Manufacturer narrative:
H6) additional information was received indicating that the reported event occurred during testing; there was no patient injury.